Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/25/2015-device evaluation: the pump has been returned and evaluated by product analysis on 11/12/2015 with the following findings: a review of the pump black box data revealed no evidence of a pump reboot prior to the complaint, however, one pump reboot was observed in the black box on 10/02/2015 following a rewind attempt. During a visual inspection of the pump, the battery compartment was found to have multiple cracks. The returned battery cap secured properly to the pump, however, the battery cap threads were damaged. The battery cap contact dimensions measured within specifications. There was evidence of moisture contamination observed inside the battery compartment and on the underside of the battery cap. Due to moisture contamination the pump had intermittent power with the returned battery cap. A test battery cap was used for all testing. A leak test was performed and a battery compartment leak was found. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. (B)(4)